Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received motor error alarms. Customer¿s blood glucose was 120 mg/dl. Customer also reported that the drive support cap appears normal. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to refer to backup plan. The insulin pump will not be returned for analysis.